Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that an ail alarm occurred when the bag emptied during an inotropic infusion in the or. The bag volume was different than the programmed volume, the bag ran dry, and this resulted in a delay of the infusion while the new bag was hung and the tubing re-primed. The patient experienced transient vital sign fluctuation until the new bag was started. No other effects to the patient were reported.

Event description:
The customer reported that an ail alarm occurred when the bag emptied during an inotropic infusion in the or. The bag volume was different than the programmed volume, the bag ran dry, and this resulted in a delay of the infusion while the new bag was hung and the tubing re-primed. The patient experienced transient vital sign fluctuation until the new bag was started. No other effects to the patient were reported.

Event description:
The customer reported that an ail alarm occurred when the bag emptied during an inotropic infusion in the or. The bag volume was different than the programmed volume, the bag ran dry, and this resulted in a delay of the infusion while the new bag was hung and the tubing re-primed. The patient experienced transient vital sign fluctuation until the new bag was started. No other effects to the patient were reported.